Manufacturer narrative:
Approx two months later, during the six-months follow up, the pt also reported having chest pain. This cypher sirolimus-eluting coronary stent is distributed outside of the us. However, it is similar to the us cypher sirolimus-eluting coronary stent. Add'l info will be submitted within 30 days upon receipt.

Event description:
The report received from the cordis clinical registry in another country indicated a pt had an episode of myocardial infarction five months after receiving a cypher stent. The pt also had an episode of angina approx two months later. The main indication for the index procedure was an undetermined non-st elevation acute myocardial infarction between 24 to 72 hrs prior to the procedure. A 2.25 x 28mm cypher stent was implanted at 14 atms in the mid right coronary artery to treat a lesion described as 1.85 x 14mm long, de novo and irregular with moderate tortuousity, little or no calcification, a 45 degree to 90 degree angulation, concentric with a type b2 classification and 79% stenosis. Predilatation was conducted with an unk 2.5 x 20mm balloon at 6 atms. Post dilatation was also conducted with an unk 2.75 x 12mm balloon at 14 atms. No procedural complications were reported and the pt was discharged the following day. Five months later, an inferior wall q-wave myocardial infarction was diagnosed after chest pain for 6 hrs. The pt exhibited st elevation in the inferior wall leads and a reciprocal lateral depression. There was not primary treatment. The event was determined as unrelated to the cypher stent and unrelated to the procedure.